Event description:
It was reported that a 69 yo male patient, initial left knee implanted on (B)(6) 2017, underwent a poly exchange on (B)(6) 2023, approximately 5 years 2 months post the initial procedure, reason for the revision is unknown. The patient was last known to be in stable condition following the event. No device returns anticipated due to the hospital would not allow. No further information.

Manufacturer narrative:
Procode: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H6: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.